Event description:
The customer reported an issue with his precision xtra/optium blood glucose meter. He reported that he experienced symptoms of low blood sugar, and also having blurred vision and felt he could not concentrate. He went to the hospital where he was reportedly diagnosed with "severe hyperglycemia." He reported being treated with unknown "two shots" and an unknown intravenous medication to counteract the event. He also reported he took glucose tablets and blood thinners, which is not consistent with a hyperglycemia condition and treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. Note: upon investigation, it was discovered that the customer was attempting to use expired strips with his meter.